Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 31. Details of surgery: primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.